Manufacturer narrative:
The original notification indicated that the device was discarded by the customer and therefore could not be returned. A picture of the device was requested by bihlermed and provided on (B)(6) 2024. The picture shows that the lens is missing from one tip of a dual straight tip (2762-01-0004). There appears to be damage, a dark spot on left side, to the led and some discoloration of the metal in the same region, but it is unclear if this damage could have lead to the lens dislodgement. It is also unclear on what caused the original damage.

Event description:
It was reported that the lens tip of the surgical light was missing after the surgery. There were no further complications reported regarding the event.